Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any difficulties encountered with device during initial procedure to include staple formation issues? Was a leak test performed during initial procedure? If so, what was the result? If any issues were noted intraoperatively, how were they addressed during initial procedure? What is meant by ¿non-formation¿? Were staples visible? If so, describe shape. Are photos or video available? What is the current patient status?

Event description:
It was reported that on (B)(6), a bypass surgery was performed where a white color reload code ecr60w failed. This reload was used with echelon flex code ec60a to cut the intestine. One end of this intestine (blind handle) was anastomized to the stomach correctly without any problem, the problem occurred with the end of this loop that the brackets (clamp) were not formed in the proximal end causing a leak, as a result of this leak 72 hrs after the surgery the patient presented pain, the doctors through a scanner could see fluid in the abdominal cavity diagnosing peritonitis product of the infection. The patient was intervened again via laparoscopy where doctor could see the non-formation of the bracket line (clamp line) at the proximal end of the handle, the doctors re-cut the handle, this time with gst60w and echelon powered pseee60a load. The patient due to peritonitis and associated diseases is to this day in the intensive care unit. It should be mentioned that patients who are selected for this study have associated comorbidities that allow access to this study: diabetes, hypertension, nephropathy initial.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: one video and two pictures were provided. The video shows tissue manipulation. Oozing is observed on the video. One unformed staple is observed at the 00:17 mark. Picture one shows tissue. What appears to be a staple leg not formed can be seen. Picture two shows tissue with two unformed staples on it. Based on the condition noted on the staples, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: the surgeon has been using powered echelon since introduction in chile. He stated that he has never had a complication like this before. There was a full opening of the ¿candy cane¿ in the very early period, and when brought back to or it was completely open, a huge leak. It was a ¿blind loop¿ stapling with no manipulation and only a bit of tension. The surgeon stated that there were no difficulties with device in initial procedure and did not identify staple formation issue. During the reoperation, there was a huge hole on the blind end of the ¿candy cane¿ and absolutely no leak on the gj. The gj was hand sewn.